Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The customer reported that the low/high glucose alarms failed to sound as they indicated their phone was incompatible. The customer experienced symptoms described as "poor vision, severe epileptic attack, unconscious" and was unable to self-treat, requiring unspecified injection by healthcare professional. No additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The customer reported that the low/high glucose alarms failed to sound as they indicated their phone was incompatible. The customer experienced symptoms described as "poor vision, severe epileptic attack, unconscious" and was unable to self-treat, requiring unspecified injection by healthcare professional. No additional information was provided. There was no report of death or permanent impairment associated with this event.